Event description:
On august 28, 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter displayed inaccurately high blood glucose results. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained after customer care (cc) reviewed the call. The patient stated that the alleged inaccuracy issue started on (B)(6) 2021, at 12 pm. The patient received blood glucose readings of ¿107 mg/dl¿ and ¿150 mg/dl¿ with the subject meter, greater than 20 minutes apart from each other. The patient denied that he takes any medication for his diabetes but stated that he manages his diabetes with a diet. The patient informed the cca that due to the alleged issue he started taking less sugar and is eating salads instead of normal food. On (B)(6) 2021, around 7 am, the patient started to develop symptoms of feeling ¿sweaty and light-headedness¿. The patient claimed that he treated himself with water. No other additional treatment was reported. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter and the patient had used an approved sample site to obtain the blood samples. The cca educated the patient on a valid time difference between comparison of readings. The cca walked through a control solution test and concluded that the result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after reducing his sugar intake based on alleged inaccurate high results obtained with the subject meter.